Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
¿The probe was placed in theatre by one of our neurosurgical registrars and the issue occurred at approximately 23.00, (B)(6). The microsensor appeared to stop measuring icp levels. This did not affect the patient as once the icp probe had become faulty on the morning of (B)(6), they had obtained enough evidence.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. No lot or product identifier information was provided; therefore, manufacturing records could not be reviewed. Evaluation of the returned device found that the serial number barcode was missing on the connector. The internal catheter wires were broken inside the catheter. The catheter was severely mashed 9.5 cm from the connector and kinked inside the strain relief at the connector. Based on the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.